Event description:
Brief inquiry description: 412143 disconnect. Detailed inquiry description: customer had 2 instances of 412143 disconnecting from paclitaxel bags. When did event occur: in preparation/before use. Injury- no.